Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008: pt #1, inratio: 1.7, lab: 5.0; pt #2, 1.4, 2.8 (ER).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, pt #1, inratio: 1.7, lab: 5.0, mean: 3.35, confidence limits: 2.0-5.0; pt #2, 1.4, 2.8 (ER), 2.1, 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, inratio value was outside the confidence limits for inr testing. Per text "patient #1 is currently in ICU due to a blood clot." This is adverse event case. Products will be tested when returned. Follow up with patient #2 updated in 2008. Per text "for pt #2, patient was sent home from ER the same day." Follow up with patient #1 updated in 2008. Per text "pt #1 is still in hospital."